Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with lightheadedness and dizziness. Further testing was performed and upon review, it was noted a lead safety switch had occurred resulting in pacing inhibition. A lead fracture was confirmed. A revision procedure was performed and this lead was capped and replaced. No additional adverse patient effects were reported.